Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('heavy bleeding/general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), depression ("depression"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, depression, pelvic pain, abdominal pain, psychological trauma and headache outcome was unknown. The reporter considered abdominal pain, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: the patient continued to explore her options to have her essure device removed as a definitive solution to her pain and complications. Plaintiff received treatment for pain, bleeding,psych injury, migration and other injuries/symptom. Removal recommended by treating physician. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: no specified ,results of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received, new reporter, lab data, case become valid, patient demographic, lab data, essure and event, pelvic/abdominal, psych injury, migration and headaches were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.